Event description:
Asthenia [asthenia]. Slight fever [pyrexia]. Diffuse arthralgia [arthralgia]. Case description: spontaneous report received on 01-sep-2008, from a rheumatologist regarding a (B) (6) old female hip arthritis patient, (B) (6). The patient received 3 injections of synvisc into her unspecified hip, injection dates were (B) (6) 2008, (B) (6) 2008 and (B) (6) 2008, respectively. The patient's relevant medical history is significant for fracture of 10th dorsal vertebrae. On (B) (6) 2008, approximately 3 days after starting synvisc, the patient experienced slight fever (37.8 celsius degrees), asthenia and diffuse joint pain that were mild in intensity and non-serious, according to the rheumatologist. It was reported that the synvisc injections were performed with ultrasound guidance of administration of hexabrix (iodinated contrast product, dosage unspecified). As of the date of receipt of this report the patient outcome was unknown. The reporter would like to know whether the device events could be caused by hexabrix or/and synvisc. The rheumatologist assessed the relationship between the adverse events of slight fever, asthenia and diffuse joint pain and synvisc as unlikely. Investigation summary received on 19-sep-2008: the product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on 24-nov-2008 from a physician. The blood examination showed esr of 93 mm and no infection. The patient was treated with cortancyl (prednisolone per oral) at progressive doses. The probable cause for the aes was attributed to iodine. As of the time of this report the patient had recovered. Manufacturer's comment: the recommended initial treatment regimen in hip osteoarthritis is a single injection. If however, adequate symptomatic relief is not achieved after this injection, it is recommended to administer a second injection. Clinical data have demonstrated that patients benefit from this second injection when administered between 1 and 3 months after the first injection. In the country of origin, the product was used off-label. Genzyme pharmacovigilance assessed the events as possibly related to synvisc.

Manufacturer narrative:
Evaluation summary. The product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.